Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips remote service engineer (rse)inspected the system and confirmed that x-ray not possible. Upon troubleshooting, rse identified that the issue was from power supply. Upon further investigation it was found that generator frontal power supply fuse was not properly seated. Rse reseated generator fuse. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible. There was no reported patient or user harm. The field service engineer (fse) reseated the generator frontal power supply fuse and then found system started working fine. The device was returned to use in good working order.